Event description:
The customer contacted physio-control to report that during a patient event their device powered off by itself. The customer had applied the device to the patient and following an analysis, which gave a shock advised decision, the device powered off by itself. A backup device (lifepak cr plus AED) was available and used to continue providing care to the patient. The patient, a (B)(6) year-old male, survived the event. No further details about the patient or the event were available.

Manufacturer narrative:
(B)(4). Physio downloaded the electronic patient record from the device and verified that the unit did lose power 14 seconds after powering on and completing an analysis of the patient's rhythm. Physio then reviewed the downloaded device test log which indicated that the device had been showing a low battery indicator both prior to, and on the date of, the patient event. It was then confirmed by the customer that she was aware of the low battery indicator; however, instead of replacing the battery she would remove and then reinstall it to clear the indicator. Physio advises to always have access to a spare, fully-charged, properly maintained battery and to replace the battery when the device displays a low battery warning. Failure to do so could result in a possible device shutdown. After the patient event, the customer obtained a replacement battery and installed it in the device. Physio-control then evaluated the device with this new battery and was unable to duplicate the reported issue. No discrepancies were found. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The original battery that was installed in the device during the patient event was disposed of by the customer and therefore not available for evaluation by physio. The age of the original battery is unknown. The cause of the reported issue could not be conclusively determined.